Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The sample was not returned. Testing could not be performed. Based upon the information obtained, the root cause of the reported event cannot be determined at this time. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed five other complaints against lot. Three of these were for control knob issues, one was for leaking and one was for no flow. Based upon the information obtained, the root cause of the reported event cannot be determined at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Corrected information was included in section d4. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that switch knob of regulator had slippery when used, resulting in the inability to release gas before vitrectomy surgery. The procedure was completed after replacing the other. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).